Manufacturer narrative:
Follow-up #1: date of submission 06/16/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/10/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of unexplained power reboot. Investigation found that the threads on the battery cap and compartment were damaged. The battery compartment was cracked in the threads area. The pump failed to power on with the returned battery cap, the reported power issue was verified in the black box and duplicated. Using a test battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no evidence of moisture intrusion was found inside the pump. Unrelated to the power issue, it was observed that the verify screen was dim and discolored. The keypad cover was peeling. Removal of the keypad cover did not find contamination or defects on the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment threads were stripped and the pump had intermittent power issue. The reporter stated that there was no damage to the battery cap and it was able to tighten properly and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.